Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. A service history review revealed that the software was updated to during the previous service event. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced at power up during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The watchdog error was verified. The cause was determined to be software anomaly. The required correction is to process device, clearing the sharp watchdog timeout error through reprogramming of the processor circuit board and the installation of an updated software. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a watchdog error that wont reset. There was no known patient injury or medical intervention associated with this event. No additional information is available.